Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm and a constant tone. They removed and reinserted the battery and the screen froze. They changed the battery and the display remained blank. They confirmed the insulin pump was exposed to moisture. Blood glucose at the time of the incident is unknown. The customer forgot and went into the pool wearing the device. The customer's mother they had taken the battery out since (B)(6) 2017 and the display would still not return. It was advised to discontinue the use of the insulin pump and to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. No audio/beep anomaly noted during testing. Unable to confirm motor error alarm, frozen screen and unable to perform any tests due to blank display. The motor was tested outside of the device and passed. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.